Manufacturer narrative:
Report number: 1038671-2023-00836 the product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. D10 concomitants: (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00836. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Per a report from the legal department a 56 y/o male patient had a right knee revision on (B)(6) 2016. Approximately 6 years after the initial procedure the patient had a right knee revision on (B)(6) 2022 due to pain and increasing effusions. Revision op report ((B)(6) 2022) the postoperative diagnosis was a failed right knee arthroplasty to aseptic femoral loosening and polyethylene wear. There were no complications during the procedure. The patient was awakened and taken to the recovery room in stable condition. No additional information is available.